Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was instructed on reloading the software. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a loose connection and the system displayed a flash-error during start-up, which caused the system to be unusable. There is no report of pt injury or death.